Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins never worked for the patient. The patient was having a hysterectomy and wanted to have the ins explanted during the same procedure. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp. It was reported that the patient was performing a hysterectomy on the patient and noted that the patient reported their device was non-functioning. The hcp didn't have any further information on this issue. The patient was able to locate their doctor and the plan was that they would remove the device at some point. No further complications reported.

Manufacturer narrative:
Due to (B)(4) harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the patient's scs system was removed on (B)(6) 2018 because they no longer are using the device due to it causing them pain. The cause of the ins not functioning was unknown. No further complications are anticipated.